Manufacturer narrative:
(B)(4). Device lot number corrected from 18560227 to 18872673. Device expiration date corrected from 10/31/2018 to 01/31/2019. Device manufactured date corrected from 10/28/2015 to 02/02/2016. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Microscopic inspection revealed a longitudinal tear in the balloon material, 10mm in length. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. He most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. However, the balloon ruptured after crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, the balloon ruptured after crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.